Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the insulin pump excessively alarmed power error detected. Customer's mother reported that they are experiencing high blood glucose levels and tested positive for slight ketones. Customer's blood glucose reading ranged from 243 to 340 mg/dl. Troubleshooting was done. Product is not being returned or replaced.